Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with 230ml of fluorouracil solution, and the expected flow rate was 230ml/46 hours. The reporter stated that flow had been confirmed during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.